Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic with a device that was post-paced t-wave oversensing. Programming changes were recommended.